Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, h6. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side cysts, ' radial folds and a small amount of fluid' diagnosed via ultrasound and MRI.

Event description:
Healthcare professional reported right side grade iii capsular contracture, intense pain, a local inflammatory process, a change in the shape of the breast, swelling and limited movement. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side grade iii capsular contracture, intense pain, a local inflammatory process, a change in the shape of the breast, swelling and later reported cysts, ' radial folds and a small amount of fluid. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6a.

Event description:
Healthcare professional reported right side grade iii capsular contracture, intense pain, a local inflammatory process, a change in the shape of the breast, swelling and later reported cysts, ' radial folds and a small amount of fluid' diagnosed via ultrasound and MRI. The event "cysts" have been deemed as not related to the device. Device remains implanted.